Event description:
A report was received that the patient was frequently charging. A bsn engineer confirmed through a database analysis that the ipg was depleting faster than expected.

Event description:
A report was received that the patient was frequently charging. A bsn engineer confirmed through a database analysis that the ipg was depleting faster than expected.

Manufacturer narrative:
Additional information indicates that the patient underwent a revision procedure. The patient is reportedly doing well following the ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging. A bsn engineer confirmed through a database analysis that the ipg was depleting faster than expected.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests. The complaint of charging difficulty was confirmed. The analog ic (aic-u1) was damaged. The aic-u1 damage resulted in rapid battery depletion of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (B)(4).